Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified sensor scan results in comparison to unspecified readings from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptom described as "blood sugar fluctuations "40s to 270", bruising at sensor site, hypoglycemia symptoms, and variable insulin effect". The customer self-treated with sugar tablets and insulin after eating. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.